Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was not returned to olympus for inspection, thus and the customer's reportable malfunction was not confirmed. Furthermore, due to the fact mentioned before, the root cause for this issue was not identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. The issue occurred during preparation for use of the device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.